Manufacturer narrative:
Per tandem's pump user guide, "hold the pump vertically to ensure any air in the cartridge will be dispelled first. Tap start. The pump will beep and vibrate regularly while the tubing is being filled, depending on your sound volume settings." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 379 mg/dl. Customer administered manual injections and a correction bolus to address elevated bg. A system check was performed and it was found that the customer had forgotten to fill the tubing during the load sequence. Tandem technical support instructed the customer to fill the tubing. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.